Manufacturer narrative:
There was no button error alarm noted on the insulin pump. However, the pump had no button response due to corroded keypad traces. The pump was received with a minor scratched display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The caller reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 258 mg/dl at the time of the incident. Caller stated that the pump was not responding to keypad presses. Caller changed the battery but the issue was not resolved. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.